Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Products: (B)(4) ICD implanted: 2010 (B)(6); 5076-52 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had twos (t-wave oversensing), intermittent ventricular undersensing and intermittent loss of ventricular capture likely due to undersensed r-waves. It was also noted that noise could be seen on the egms (electrogram). Possible lead fracture was suspected as there was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.